Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc freestyle libre 2 sensor. Customer received a high sensor scan result of 210 mg/dl at 11:00 p.m. And 444 mg/dl at 2:00 a.m., but experienced hypoglycemia symptoms described as sweating, outbursts, and trembling. Customer self-treated with grape sugar, then was driven to hospital by his wife where a reading of 53 mg/dl was obtained on the healthcare meter. Customer received unspecified treatment at hospital. No further information was provided as customer refused to continue troubleshooting. There was no report of death or permanent impairment associated with this event.